Manufacturer narrative:
The thumb screw at the bottom of the airway gas scavenging system receiver was tightened and secured correctly to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to customer 04/10/23 and 04/11/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.